Event description:
As reported by the hosp where the pt had been intubated, the intubating stylet sheath had detached from the stylet, apparently as the stylet was removed from the endotracheal tube after intubation.

Manufacturer narrative:
Code 81: device evaluation performed by third party. Report on file.